Event description:
Terumo received the following information: it was reported that during the surgery, when the pump was stopped, backflow occurred through the check valve. The procedure outcome was not reported. There was no harm to the patient reported.

Manufacturer narrative:
. E3: occupation: clinical engineer g4: 510(k) no: k130280. Appearance confirmation of the actual device upon receipt (visual inspection) - no anomaly such as damage that would lead to air contamination was found in the connection between the check valve and the tube. Function confirmation of the actual check valve - when attempting to inject saline solution from the outlet side of the actual check valve using a syringe, it was found that the check valve did not function and the liquid flowed back. Confirmation of the actual check valve under x-ray fluoroscope - it was found that the valve (diaphragm) inside the actual check valve was displaced. The manufacturing record and the shipping inspection record of the actual device - no anomaly was found. Past complaint file of the involved product code/lot - no other similar report was found. Based on the investigation results, it was found that liquid flowed back in the actual device. As the cause of this case, it was thought that the diaphragm inside the check valve was displaced, which prevented the check function from working. Although a 100% inspection of check valves is performed after product assembly, it seems that this case was missed in the inspection. Relevant instructions for use (IFU) reference: "before initiating extracorporeal circulation, be sure to confirm that recirculation line and purge line are closed and sampling line is also closed with arterial side stopcock. Otherwise, opening arterial line will cause the blood to flow back into reservoir through sampling line because of the patient's blood pressure and the head height." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.